Manufacturer narrative:
No investigation has been possible. The facility canceled the call and reported that the issue has been resolved. Information of how the issue was resolved or whether any parts were replaced was not provided despite our attempt to obtain it. Therefore the reason why the ventilator failed the pressure transducer test during pre-use check has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).